Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 3.00 x 28mm stent delivery system (sds) was returned for analysis. An incomplete device was returned for analysis. The shaft of the device was found to be broken in the shaft polymer extrusion region with no balloon and stent portion returned for analysis. No accurate measurement of the break location could be recorded as the shaft polymer extrusion was found to be stretched and kinked starting at the wire exchange port. A visual and tactile examination identified multiple hypotube kinks.

Event description:
Reportable based on device analysis completed on 19-oct-2022. It was reported that crossing difficulties were encountered and device was caught on guide catheter. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug eluting stent was advanced for treatment and a guidezilla guide catheter was used. However, the synergy xd drug eluting stent failed to cross the lesion due to calcification. The device got caught on the tip and did not fall out. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, returned device analysis revealed shaft detachment.